Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the failure in geometry with partial movements due to issue with amc 1. Fse reviewed the system log files and it showed over current errors in the zrot, propeller and longitudinal movement motors. Fse replaced amc triple servo drive, reloaded the software to the card and calibrated the movements controlled by the card. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected

Event description:
It has been reported to philips that a failure in geometry movements occurred. The device was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and determined the amc triple servo drive needed to be replaced. After replacing the amc triple servo drive and recalibrating the movements, the device was returned to expected functionality.